Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) changed color; however, the plug deployment button could not be pressed. The device was withdrawn, and manual compression was performed to achieve hemostasis. There was no reported patient injury. A 6f non-cordis catheter sheath introducer was used. The device was used following cerebral angiography. The device will be returned for evaluation.